Event description:
A customer contacted beckman coulter inc. (Bec) regarding a fluid leak in the right side of the coulter lh 780 hematology analyzer. The source of the leak was unknown. The two operators were wearing personal protective equipment (ppe) consisting of lab coat and gloves at the time of the incident. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and reviewed the leak with the customer. Fse was unable to find the leak that the customer had initially reported on the right side of the instrument. Upon further inspection, fse found that the rinse cup was not draining properly and cup was leaking diluent and clenz. The vacuum was insufficient at the rinse cup causing there to be a residual fluid leak after rinse that accumulated at the bottom of the instrument. Tubing at 2 pinch valves as well as check valve at one of the pinch valves located in the aspiration pump module of the sampling station were replaced. Fse ensured that tubing was clear at rinse cup so that the path was clear for strong vacuum. Several manual samples and controls were run after the parts were replaced producing no evidence of leaking. Repairs were verified per established procedures and results met published performance specifications. The root cause for this event was associated with blockage in tubing causing weak vacuum at the rinse cup. (B)(4).